Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: ECG morphology changed during incident. Shock decision was changed to "no shock advised" and no shock was delivered. Result: artifact was present during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy. Device labeling including voice prompts instruct the user on how to address artifacts.